Event description:
Reporter stated that customer received the following results on the performa nano system within 6 minutes: 291 mg/dl and 125 mg/dl. Customer took an unspecified amount and type of insulin based on the 291 mg/dl result. After receiving the result of 125 mg/dl, the customer self- treated with "some sugar." No symptoms reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.